Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the high definition lcd monitor's image did not appear: composite and y/c image were not displayed. No adverse effects to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.